Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the image has linear scratches/lines due to due to poor watertightness of camera head unit. The evaluation also noted the cable unit is deteriorated and due to water leak found inside on the switch flexible printed circuit, the switches of the scope/camera head do not work. A device history review revealed no issues that could have caused or contributed to the reported issue. A definitive root cause cannot be identified. Based on the results of the investigation, the potential cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. To mitigate the risk/harm to the patient, the instructions for use provides the following: ¿should any irregularity be observed, do not use the instrument; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the high-definition camera head's "image jumps when the cable is moved." There were no reports of patient harm.